Event description:
It was initially reported that the rover was smoking during a procedure. It was further confirmed that the unit was not smoking, but the smoke evacuator was not working during a procedure. The case was completed successfully without any procedure delay. There were no adverse consequences associated with this event.

Manufacturer narrative:
Updated the executive summary to include correct event details. The unit was not smoking, it was confirmed that the smoke evacuator was not working during a procedure.

Manufacturer narrative:
The manufacturer field service technician found that the rover was not recognizing smoke filter was inserted. The tech replaced the smoke filter and returned the unit to service.

Event description:
It was reported that the rover was smoking during a procedure. The case was completed successfully without any procedure delay. There were no adverse consequences associated with this event.